Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate was observed inside the header of a polyflux 14l prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, black particulate matter was observed in the area of the header cap. It is not clear in the photos if the particulate was located on the outside or inside of the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing as the device was not identified and removed from production during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.